Manufacturer narrative:
Other, other text: one cadd legacy pump was returned for analysis. Event history log review was performed and found no evidence of reported problem. Visual inspection and three separate delivery accuracy tests were performed. The customer's concern regarding failed accuracy was unable to be confirmed. According to the investigation, delivery accuracy testing found the pump average delivery error to be within the published specification of +/-6%. The pump expulsor will be replaced to bring the delivery accuracy closer to normal range. No actions for the issue. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy (+22.2%). No patient was involved in this event. No adverse effects were reported.